Manufacturer narrative:
A medtronic representative, following-up at the site, reported the image showed l4 screws high and outside pedicle. (B)(4) 2014 - medtronic representative performed a navigation system check-out successfully, all areas passed. The reported behavior could not be replicated.

Event description:
A medtronic representative reported that, while in a l4-l5 spine procedure, the surgeon alleged an inaccuracy. The surgeon noted that both screws on the l4 were inaccurate superiorly, specific measurement not provided. The inaccuracy was noted after the post-op spin taken with the o-arm 1000 imaging system. There was no issue with the screw placement on the l-5 vertebrae. The surgeon re-positioned the misplaced screws using a c-arm. The surgeon completed the procedure with the use of the navigation system.